Event description:
Pt underwent triple bypass in cv surgery, transferred to cv recovery and attempt made to place an iabp machine. Machine failed to turn on, including battery backup. Biomed followup. (*)